Manufacturer narrative:
Received the catheter only for evaluation. Per the visual inspection, no visual defects were noted on the returned catheter. During the functional testing, the balloon was inflated with 10cc water and administered to the flow rate testing. While inflated, the flow rate was 100ml/min, 102ml/min and 105ml/min. The internal flow specification for a sample of this product type is 70ml/min minimum. Therefore, the sample met the internal flow rate specification. Water was then introduced through the drainage eye and came out from the drainage funnel without difficulty. The reported event was unable to be duplicated. The catheter was dissected and no conditions were found that could have contributed to the reported event. There was no indication that this product was out of specification and the product was manufactured per the manufacturing procedure. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "when urinary flow cannot be noted, confirm that the catheter is neither occluded nor broken." The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that after insertion of the catheter, there was no urine flow. As a result, the catheter was removed and replaced with the same type of catheter.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that after insertion of the catheter, there was no urine flow. As a result, the catheter was removed and replaced with the same type of catheter.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that after insertion of the catheter, there was no urine flow. As a result, the catheter was removed and replaced with the same type of catheter.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that after insertion of the catheter, there was no urine flow. As a result, the catheter was removed and replaced with the same type of catheter.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that after insertion of the catheter, there was no urine flow. As a result, the catheter was removed and replaced with the same type of catheter.